Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced air bubbles in the infusion set and reservoir. The customer's blood glucose was 242 mg/dl. The customer was also experiencing high blood glucose levels. The customer stated the bubbles were champagne sized as well as one-tenth of an inch. Troubleshooting was done. Advised customer to return the infusion set and reservoir for analysis. Advised customer to monitor the insulin pump and call if problems persisted. The customer changed the infusion set and reservoir and no longer experienced air bubbles. Nothing further reported.